Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. (B)(6). Investigation summary: a complaint history check was performed and this is the 1st related complaint for unable to operate and not clipping on lot # 7177532. Investigation summary: customer returned a photo of a bd safe clip. Customer states that it does not cut the needle, because it does not let it enter the orifice. The attached photo was examined and exhibited the cutting hole blocked, which would prevent the device from clipping needles. It is difficult to determine what the cutting hole is blocked with from the attached photo. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: potential root cause cannot be determined as it is difficult to determine what the cutting hole is blocked with from the attached photo.

Event description:
It was reported that a needle clipping device safe clip does not cut the needle. The report is as follows, "the patients mother reported that after 8 days the needle cutter does not cut the needle. The needle will not enter the hole."